Manufacturer narrative:
Additional procode: hwc. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during an intramedullary femoral nail procedure, the ti helical blade and the ti trochanteric fixation nail were stuck together. Upon insertion of the ti helical blade through the ti trochanteric fixation nail, it collided with the internal locking mechanism. Both implants were removed and replaced successfully using back up devices. The procedure was successfully completed without surgical delay. There was no patient consequence. The patient outcome is unknown. This report is for one (1) 11mm/130 deg ti cann troch fixation nail 235mm-sterile. This is report 2 of 2 for (B)(4).